Event description:
The customer reported seeing smoke coming from the computer monitor of an advia 2400 instrument. No one was injured or treated for smoke inhalation. There were no reports of any medical treatment or medical intervention required.

Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse determined that the cause of the smoke was due to a computer monitor malfunction. The fse replaced the computer monitor and the instrument is performing according to specifications. No further evaluation of the system is required.